Event description:
Titanium ligating clips were used on the renal artery during allograft nephrectomy surgery. Patient was re-opened post-operatively, and the renal artery was opened and actively hemorrhaging.